Event description:
The patient was implanted with two scs systems (thoracic and cervical). It was reported the patient suffered a recent fall. Since that time, the thoracic lead is not providing effective coverage to the left leg. Diagnostic testing revealed high impedance readings on multiple contacts. Reprogramming was attempted to no avail. Surgical intervention was undertaken, explanting and replacing the thoracic lead.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.